Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor. The customer's blood glucose was 256 mg/dl at the time of incident. The customer's spouse stated that they got the pump from someone else. The customer returned the mmt-522 pump due to excessive no delivery alarms. The customer did not have a pump to use. The customer was advised that the insulin pump will need to be replaced. The insulin pump was not returned for analysis.